Event description:
It was reported that the patient experienced inadequate stimulation due to having high impedances on one of patients leads. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient experienced inadequate stimulation due to having high impedances on one of patients leads. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 25906222. Sc-2317-50 (sn: (B)(6)). The returned lead was analyzed. The allegation of high impedance has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause was traced to component failure. Sc-4318 (ln: 25906222) the returned clik x anchor was analyzed, and external visual inspection revealed no anomalies. The clik x anchor exhibits normal device characteristics, therefore no problem detected was the probable cause.